Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a angioplasty treatment procedure, crossing difficulty occurred. The target lesion was located in an unknown vessel. The 3.5x12mm apex balloon catheter was advanced, but it was unable to cross the lesion. There were no patient complications and the patient condition post procedure was reported to be "good". However, product analysis revealed a balloon tear.

Manufacturer narrative:
(B)(4): an examination of the balloon found a longitudinal tear. The tear stretched from the proximal markerband to the distal markerband and measured approximately 13mm in length. A detailed microscopic examination of the balloon material and markerbands could not identify any anomalies which could potentially have contributed to the tear. Further examinations of the device found a kink in the hypotube 11.5cm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)